Manufacturer narrative:
Han, j., luo, t., li, j., zheng, d., zhang, n., zhou, x., zhang, d. (2024). "Effect of saline perfusion before catheter removal in patients with bph treated with greenlight laser photoselective vaporization of the prostate". American journal of clinical and experimental urology 12(3), 134-140. Https://doi.org/10.62347/zwrq6068. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in the american journal of clinical and experimental urology that a retrospective study was conducted of patients with benign prostatic hyperplasia (bph) undergoing photoselective vaporization of the prostate (pvp). The purpose was to evaluate the effect of saline perfusion before catheter removal. A total of 200 patients with bph, whom were randomized in a 1:1 ratio to the perfusion and control groups, were treated with pvp at a single medical center in china from january 2020 to december 2020. In the perfusion group, prior to catheter removal, 200 ml saline (or maximum capacity tolerated) was irrigated, at a filling rate of less than 5 ml per second, into the bladder after standardized external urethra disinfection. For the control group, catheter removal was performed routinely. Pvp was performed using a 180 w greenlight xps laser system with a moxy fiber, and standardized surgical procedures were performed by experienced urologists. All cases were evaluated postoperatively for 6 months with respect to adverse events. The following intraoperative complications were reported for both groups, perfusion and control: 13 patients experienced bleeding, 5 patients had capsule perforation, and 8 cases were converted to transurethral resection of the prostate (turp) due to bleeding or unclear endoscopic vision. Following the procedures, the following complications that occurred during the 6-month follow-up period were reported for both groups: 16 patients experienced transient hematuria, 17 patients had transient urinary incontinence (to note, no true urinary incontinence was investigated at the end of follow-up), 1 patient had clot retention, and 1 patient had stricture.

Manufacturer narrative:
Han, j., luo, t., li, j., zheng, d., zhang, n., zhou, x., zhang, d. (2024). Effect of saline perfusion before catheter removal in patients with bph treated with greenlight laser photoselective vaporization of the prostate. American journal of clinical and experimental urology 12(3), 134-140. Https://doi.org/10.62347/zwrq6068. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the american journal of clinical and experimental urology that a retrospective study was conducted of patients with benign prostatic hyperplasia (bph) undergoing photoselective vaporization of the prostate (pvp). The purpose was to evaluate the effect of saline perfusion before catheter removal. A total of 200 patients with bph, whom were randomized in a 1:1 ratio to the perfusion and control groups, were treated with pvp at a single medical center in china from (B)(6) 2020. In the perfusion group, prior to catheter removal, 200 ml saline (or maximum capacity tolerated) was irrigated, at a filling rate of less than 5 ml per second, into the bladder after standardized external urethra disinfection. For the control group, catheter removal was performed routinely. Pvp was performed using a 180 w greenlight xps laser system with a moxy fiber, and standardized surgical procedures were performed by experienced urologists. All cases were evaluated postoperatively for 6 months with respect to adverse events. The following intraoperative complications were reported for both groups, perfusion and control: 13 patients experienced bleeding, 5 patients had capsule perforation, and 8 cases were converted to transurethral resection of the prostate (turp) due to bleeding or unclear endoscopic vision. Following the procedures, the following complications that occurred during the 6-month follow-up period were reported for both groups: 16 patients experienced transient hematuria, 17 patients had transient urinary incontinence (to note, no true urinary incontinence was investigated at the end of follow-up), 1 patient had clot retention, and 1 patient had stricture. Additional information was received indicating that the patient complications reported were due to the procedure. There were no device failures reported. Moreover, it was noted that there were no difficulties encountered during the applicable procedure that could have contributed to the patient outcomes.